Event description:
The patient contacted the distributor to report that he has pain following an artelon implant surgery in 2008. The pain is described as being a level 4-5 (out of 10) at rest and 8-9 with any thumb movement. The patient has had severe pain on the palm side of his thumb and severe pain at the base of the implant. Dr injected the thumb with gel steroid twice which alleviated the pain for approx one-two months but the pain has returned.

Manufacturer narrative:
Limited information. Pain disappears in most but not in all patients within a year after surgery. No information available indicating product deficiency or user error.